Event description:
While preparing to do an fractional flow reserve(ffr), the cable was attached but continued to give the message that the cable needed to be attached. Primewire removed and replaced with another primewire. The procedure was completed without further difficulty. The cable was never introduced into the patient.device #1is this a laboratory device or laboratory test?no.